Event description:
It was reported that during the preparation of a port placement procedure, the one side of the butterfly wing allegedly fractured when removed from sterile packaging. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the one side of the butterfly wing allegedly fractured when removed from sterile packaging. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a clinician holding an infusion set needle. The second photo shows an infusion set needle inserted into the patient. One of the butterfly wings is noted to be broken and separated from the infusion set and the broken piece is noted to be held by the clinician. The manufacturing site review states, visual inspection of the image (1) showed medical personnel holding an infusion needle, apparently an attempt was made to place the needle in the port which was placed in the patient's body, it was observed that one of the transparent wings of the needle had detached from the infusion needle set, it was observed that the medical personnel were holding the detached wing with a hemostat. The review of the image (2) showed the device again, it was observed that the wing that had separated from the device was placed to one side, the other transparent wing remained attached to the infusion needle. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. However, the investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.